Event description:
It was reported the device was replaced with restore ultra. The reason for replacement was not provided. It was disclosed that a dog jumped on the pt's chest. The pt felt something pull. It was unclear whether the dog jumped on the pt's chest while the device was implanted or after the replacement. Add'l info has been requested from the hcp, but was not available as of the date of this report.